Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreas during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the distal tip of the needle detached inside the patient and was not removed. Reportedly, the physician followed up with the patient and the patient is asymptomatic. The procedure was completed with another acquire needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Investigation results: the returned acquire needle was analyzed, a visual evaluation noted the working length was kinked and the tip of the needle was broken. The device came without the stylet. No other issues were noted. The reported event was confirmed. Based on all available information and the condition of the returned device, it is most likely that the manipulation or the technique used by the physician in conjunction with the patient anatomy and excess force applied during the procedure could have affected the device operation, resulting in the break on the needle. The investigation concluded the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.